Event description:
It was reported that at the time of the surgical procedure that the liner and cup would not seat when it came time to insertion. The surgeon noticed instability and dislocation with the prosthesis. A new cup and liner were used to finish the procedure.

Manufacturer narrative:
(B)(4). D10: 00875304801 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners 65714483. G2: foreign: brazil. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.